Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4).. Summary of investigational findings: according to the complaint report, post-procedure imaging demonstrated six grade 1 interactions, one grade 2 interaction and four grade 3 interactions. Four legs interacted with adjacent structures (duodenum, aorta, and a vertebral body). Furthermore, tilt greater than 16 deg and abdominal pain was reported, and analysis noted "1 filter strut is not visualized". It is noted that the filter was retrieved. Imaging review confirms perforation of ivc; three primary filter legs demonstrate grade 3 interactions with the ivc and adjacent structures (duodenum/colon, aorta, and right ureter). The reported significant tilt is only measured to ~13 deg (cor. View) and ~10 deg (sag. View), which is considered insignificant. The reported pain was treated with a medication change - but it is not stated whether the pain was resolved. Abdominal pain can be associated with ivc filter perforations, but typically pericaval inflammatory changes are present as well - in this case there is no acute inflammatory changes, which suggest the patient's symptoms are unrelated to the perforations. The reported missing secondary filter leg is likely not missing but instead associated with a primary filter leg as this appears slightly thicker than the three other primary filter legs. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): grade 2/3 filter leg interaction with ivc wall, tilt =16°. On (B)(6) 2016, during the index procedure, the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 26 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 18.1 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 10.1 degrees. On (B)(6) 2016, post-procedure x-ray (same day as placement procedure): site: no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis: no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 5.6 degrees and 2.5 degrees in the lat view. The patient was discharged from the hospital the same day as the placement procedure. The 3 and 6 month follow-up calls were completed and no adverse events were reported. On (B)(6) 2016 (281 days post-procedure), the patient was assessed for abdominal pain. Treatment included medication changes and a CT of the abdomen and pelvis with intravenous contrast. The CT revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. There was no evidence of filter fracture, deformation, embolization, migration. Filter tilt was = 16 degrees and a grade 3 filter leg interaction with the ivc wall was noted. On (B)(6) 2017 (338 days post-procedure), the 12 month follow-up clinical assessment, CT of the abdomen and pelvic with intravenous contrast, x-ray, and ultrasound were completed. The filter was scheduled to be retrieved. The CT revealed no evidence of filter embolization and a grade 2 filter leg interaction with the ivc wall. The ultrasound revealed no thrombus in the ivc, right pelvic vein, or right lower extremity. Thrombus was present in the left pelvic vein and left lower extremity. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis of the 12 month follow-up CT, ultrasound, and x-ray is not yet available. On (B)(6) 2017 (343 days post-procedure), the planned retrieval of the filter was performed because it was no longer clinically needed. The twelve month imaging was used as the pre-retrieval x-ray. Filter legs did appear outside the column of contrast prior to retrieval. No thrombus was present in the filter. An en snare® 7f was used via the right internal jugular vein for retrieval. The physician reported moderate difficulty retrieving the filter. There was no extravasation of contrast after retrieval. Patient outcome: the patient remains in the study.